Event description:
Edwards received notification from australia that a valve model 7300tfx33 implanted in the tricuspid position was explanted from a 64-year-old patient after an implant duration of approximately (B)(6) due to severe pannus overgrowth on the leaflets and the annulus of the bioprosthesis, leading to regurgitation and stenosis. The patient presented with dyspnea. A 33mm non-edwards valve was implanted in replacement. The patient was noted as to be in stable condition.

Manufacturer narrative:
Customer report of stenosis and pannus were confirmed. Report of regurgitation was unable to be confirmed through visual observations. X-ray demonstrated wireform was bent inwards at commissure 3 and moderate calcification on leaflets 1 and 3 and minimal calcification on leaflet 2. Extrinsic calcific deposits were observed on the outflow surfaces of leaflets 1 and 3 and on the inflow surface of leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 11mm on leaflet 1 at the outflow. Host tissue on the stent circumference was minimal at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and likely led to stenosis. Sewing ring cloth was cut in multiple areas around the valve exposing the metal band. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.